Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. The pump had not recently come out of storage mode, indicating no related issues there. After contacting technical support, the caller was guided through a pump reset process. Following the reset, the cgm error did not reappear, and the caller successfully initiated their sensor session. There was no mention of any adverse impact on the caller¿s blood glucose level.